Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. This complaint is for air in tubing without an alarm. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. In a follow up call, the patient said they were very careful to make sure the line was primed completely and that when they watched, the air entered the line from her once initial drain began. The hp did not see anything unusual with the supplies and no sample was available. The root cause of the air was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that there were air bubbles in the patient line during fill 1 on the homechoice (hc) machine. The technical service representative (tsr) advised the home patient (hp) to end the therapy and start over using new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the air in the tubing, it was revealed that the air was not pushed in her. The hp stated the baxter representative advised the hp to end therapy and start over with new supplies. The hp stated she resumed therapy without any problems with the new supplies. The hp stated she had not had any problems. The hp stated that she did not think it was an issue with the supplies. The hp stated that through discussion with the tsr and by both her and her husband watching very carefully they determined that the air was mostly likely coming from inside of her. The hp said they were very careful to make sure the line was primed completely and that when they watched, the air entered the line from her once initial drain began. The hp did not see anything unusual with the supplies. The hp said she did not notify her nurse. No patient injury or medical intervention was reported.